Manufacturer narrative:
Citation: caceres et al.. An aortic root abscess mimic identified by multi-disciplinary imaging review: a case report. European heart journal - case reports 9(2) 2025. 10.1093/ehjcr/ytaf004 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 67 year old male patient who underwent aortic valve replacement with a freestyle aortic bioprosthetic valve. Contrast leaks could be seen post-operatively, but remained stable. Subsequently, approximately 14 years later, the valve was explanted and replaced with an unknown conduit product. The reason for replacement was structural valve degeneration. No further information pertaining to medtronic products was noted.